Manufacturer narrative:
Patient-device interaction/major bleed/hemolysis: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the cause of the low pump flow could not be determined as no product or logs were returned for evaluation. Device in wrong position: the cause of the device in wrong position could not be determined as no logs were returned and insufficient clinical details and imaging were provided.

Manufacturer narrative:
Complaint coding was updated to reflect the reported event. Consequently, h6 health effect - clinical/impact and medical device problem coding were updated, corrected accordingly (fully repopulated, representative of the reported event).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: impella 5.5 was inserted via surgical graft access in a patient of 75-year-old age female for post cardiotomy shock and low cardiac output syndrome indication. The patient¿s comorbidities were not provided. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions shock stage c. The patient was also noted to be on rp flex support. During the procedure in the operating room, urine output was initially greater than 30 milliliters per hour and yellow in appearance. The chest was left open to address significant surgical bleeding, and the impella 5.5 device was repositioned several times intraoperatively. Following chest closure and preparation for transfer to the intensive care unit, urine output decreased to less than 30 milliliters per hour and appeared red. The device performance level was reduced, and echocardiography was obtained in the intensive care unit. The impella 5.5 device was again repositioned. Subsequent evaluation identified that the graft had been sewn too low on the aorta, and the impella device demonstrated signs of outflow being directed into the graft near the anastomosis. Under echocardiographic guidance, further attempts were made to reposition the impella 5.5; however, flows above performance level four could not be achieved without suction events. Laboratory values were initially reported as hemolyzed, though subsequent samples resulted accurately. Troubleshooting actions included multiple repositioning attempts of the impella 5.5 device and reduction of performance level, blood products given, as well as use of echocardiography to assess positioning and flow dynamics. Despite these efforts, adequate flows could not be sustained without suction, likely due to graft positioning. The outcome was withdrawal of care. Death occurred after 12 hours of support with concerns for surgical bleeding, abdominal bleeding and possible retroperitoneal bleeding. Death is more likely related to the patient's underlying condition and surgical complications.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer.